Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2009 during drain cycle 1. The patient's ultrafiltration (uf) reading was 202 ml, indicating the home patient (hp) drained 1742 ml more than the largest prescribed fill volume of 200 ml. This meant the total drain volume was 402 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. Three of 4 emdrs; as a total of four iipvs were identified during evaluation.

Manufacturer narrative:
(B)(4). This is report 3 of 4 associated with this incident. The device was received operational and in good condition. A review of the therapy log revealed an increased intra-peritoneal volume (iipv) that occurred on (B)(6) 2009, during day cycle 1, and drain volume of 402 ml, which met the ipv criteria. However, there was no information in the event log from these therapies to use to determine a cause. A review of the device's service history revealed no issues that may have contributed to the iipv. The cause of the iipv found in the therapy log was undetermined. External & internal visual inspections performed revealed no problems. The device was found to meet functional specifications relative to the iipv identified during device log review. A service history review (shr) revealed that no issues that may have contributed to the issue of iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).